Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: yes tooth discomfort and sensitivity. The aligners I can feel pushing on my teeth fairly heavily, like when I switch to a new step, every time I wear my current aligners. I generally have sensitive teeth but have had some gum recession since starting byte on my top teeth which has caused increased sensitivity. Clinical provided the patient with some insight on gum sensitivity and requested additional photos for evaluation. There was no further response from the patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.